Manufacturer narrative:
Concomitant product: product ID: 37081-60, serial# (B)(4), product type: extension.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was not applicable. The outcome was resolved without sequelae. Interventions included cleaning and reusing the extension. The device remained in the patient. The event resulted in prolongation of existing hospitalization. Surgical observation showed high impedance. The etiology was noted as possibly related to the device or therapy and possibly related to the implant procedure. The etiology was noted as related to surgery/anesthesia. After the operation high impedances were measured in all contacts except number 1. A revision was performed under local anesthetics. The extension was intact. The contact points of the extension were cleaned and reconnected with the implantable neurostimulator (ins). Afterwards normal impedances were measured and the stimulation was appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that high impedance was measured on all contacts except number 7 (rather than number 1).

Manufacturer narrative:
The implant date of the other applicable component (extension) has been updated to: (B)(6)2010. If information is provided in the future, a supplemental report will be issued.